Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented to the clinic due to possible pump stoppages and low speeds. The event logs confirmed the low speed and pump stop events. The pt stated that at the time when the events occurred, he was sleeping and connected to his pt cable and was not aware. The pt was provided another pt cable and has not complained of any further alarms or events. Additional information received from technical support notes that the latest logs showed power elevations and low flow hazard events associated with loss of power. No further information is available at this time.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.